Manufacturer narrative:
D4: catalog, lot, expiration date, UDI number unavailable. G5: 510k number unavailable. H4: device manufacture date unavailable. No product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. No lot number was provided; therefore, a history record review could not be conducted.

Event description:
It was reported that during use, a leak occurred with the infusion system. Per the reporter, chemo medication leaked on to the patient's shirt but did not make skin contact. When the pump was picked up, it was noted that the bag and pouch were completely saturated. Per the reporter, there were no patient adverse effects.